Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message while wearing the adc freestyle libre sensor. The customer was unable to obtain blood glucose scans and as a result, experienced symptoms described as nauseous, vomiting, and drowsiness. The customer¿s mother administered 10 iu rapid insulin, vogalene for vomiting, and novalac for hydration. The diabetes department was contacted for further assistance however, no further information was reported. There was no report of death or permanent impairment associated with this event.